Event description:
Info received indicates the brake would not stay engaged when the pedal was pressed at either end of the stretcher.

Manufacturer narrative:
The technician found the fifth wheel needed to be adjusted. The technician adjusted the fifth wheel to repair the stretcher.